Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, an unknown size navitor valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram, that the patient developed a left bundle branch block after deployment of the valve. There was no treatment required/performed. On 28 march 2024, a transthoracic echocardiogram detected moderate posterior aortic leakage/regurgitation. No treatment was required/performed. On (B)(6) 2024, it was noted that the patient was admitted to the emergency department with chest pain. A coronary angiogram was performed and revealed no stenosis. It was also noted that the patient had elevated levels on troponin. On 09 april 2024, a magnetic resonance imaging scan was performed and revealed recent subendocardial lesions in the latero-basal and transmural infero-medial regions. The patient was hospitalized, but no intervention was performed. Also on 09 april 2024, it was noted that the patient developed edema unilateral, non-inflammatory edema of the lower limb. A venous echo doppler may be performed, but no intervention was performed.

Manufacturer narrative:
An event of central regurgitation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient developed a left bundle branch block after deployment of the valve. There was no treatment required/performed. Later on, a transthoracic echocardiogram detected moderate posterior aortic leakage/regurgitation and no treatment was performed. Then, it was noted that the patient was admitted to the emergency department with chest pain. A coronary angiogram was performed and revealed no stenosis. It was also noted that the patient had elevated levels on troponin. A magnetic resonance imaging scan was performed and revealed recent subendocardial lesions in the latero-basal and transmural infero-medial regions. The patient was hospitalized, but no intervention was performed. Also, it was noted that the patient developed edema unilateral, non-inflammatory edema of the lower limb. A venous echo doppler may be performed, but no intervention was performed. The patient had medical history of coronary artery disease, peripheral vascular disease, diabetes, hyperlipidemia, and hypertension. Based on the available information, the root cause of the reported event could not be conclusively determined.